Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the packaging was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. It is possible the foot captured vessel tissue inducing the entrapment, manipulation of the device may then have led to the material separation of the sheath. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: device available for evaluation updated from ni to no.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that this was an arteriotomy closure of an unspecified access site using a perclose device after an unspecified procedure. Reportedly, the device became stuck in the vessel and could not remove it. Finally pulled on it until it broke just distal to the wire insertion port. Had to have vascular come and cut down to remove the broken piece. Hemostasis was achieved via cut-down with surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.